Event description:
Patient for bilateral tubal clipping. The filshie clip that was used broke as surgeon was attaching it to the fallopian tube, it was removed. Two packets with different lot numbers and expiration dates were opened, unsure which packet was faulty - both lot numbers with expiration dates have been entered. No harm reached patient.